Manufacturer narrative:
(B)(4). This event occurred on an unknown date in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd). This was manifested by abdominal pain and cloudy effluent fluid. The patient was treated with intra-peritoneal cefuroxime (dosage and frequency not reported). The cause of this event was reported to be a breach in aseptic technique. At the time of this report the patient status is unknown. No additional information is available.